Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument jaws did not rotate. A backup instrument of the same kind was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting jaws not rotating, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The fenestrated bipolar forceps instrument was analyzed, and the reported jaw rotation issue could not be replicated nor confirmed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, the grips opened and closed properly. The instrument passed electrical continuity test and was fully functional. Additional observation(s) not related to the customer reported complaint: the instrument was found to have thermal damage on bipolar yaw pulley. The instrument found to have thermal damage or exhibits localize melting on the base of one of the bipolar forceps grips. The unit passed electrical continuity test. No sign of damage on the conductor wire. The complaint regarding jaws not rotating was not confirmed by fa, which indicates that the device did not contribute to the customer reported issue, however, fa did find thermal damage on the instrument.